Manufacturer narrative:
The date of the reported event is unknown. If additional information becomes available, a supplemental report will be submitted. He investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported vertical blue lines appearing on the monitor during service / maintenance involving an olympus flex deflectable videoscope. Troubleshooting with the customer was conducted by cross-checking with a loaner scope and the blue lines did not appear, confirming the issue is with the repaired scope. There was no patient involvement.